Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during a routine check the cs300 intra aortic balloon pump (iabp) had a display issue. There was no patient involvement.